Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, the r-wave was noted to be chronically low. The rv lead remains in use. No patient complications have been reported as a result of this event.